Manufacturer narrative:
The cause was traced to the printed circuit board within the handheld pendant for the operating room table. The handheld pendant involved in the event had been in use for approximately two days at the time of the event, as it replaced a previously used pendant exhibiting wear. A short circuit likely occurred due to a piece of residual solder migrating and bridging two headers on the pcb, causing the reported motion upon powering on the table pendant. The handheld pendant was functionally tested after manufacture, and at field installation on the or table. Historical data and available pendants were reviewed and support this is an isolated occurrence of this behavior within the installed base. Corrective actions are underway at the supplier of the handheld pendant component.

Manufacturer narrative:
The field service engineer arrived and was unable to power on the operating room table. Troubleshooting identified a 5 volt power supply as the likely cause of the issue, and the power supply was replaced on (B)(6) 2024. Additional analysis is in process and a follow-up report will be submitted once the investigation is complete.

Event description:
A customer reported that during operating room preparation, staff turned on the ort200 operating room table to raise the bed before patient transfer, when the bed airplaned to the left and did not respond to control pendant functions. Staff attempted to power cycle the table but was unable to restore power. This occurred prior to anesthesia and patient transfer, and the patient was relocated to another operating room. The start of the case, stereotactic arachnoid cyst fenestration, was delayed approximately 40 to 60 minutes. No impact to the outcome of care was reported.